Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp would not aspirate. This was discovered before use. The following information was provided by the initial reporter: the syringe didn't draw drug.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp would not aspirate. This was discovered before use. The following information was provided by the initial reporter: the syringe didn't draw drug.

Manufacturer narrative:
Investigation summary: customer returned one loose 30gx8mm, 0.3ml bd insulin syringe. The customer reported the syringe didn't draw drug. The returned syringe was examined, then tested for flow: the syringe was able to draw and expel properly. Since no evidence of manufacturing defect was observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch # 9028795 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.